Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 8p13 (alinity I stat high sensitive troponin-I) that has a similar product distributed in the us, list number 4z21 (alinity I stat high sensitivity troponin-I) with 510k/PMA/bla number k202525. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated alinity I stat high sensitive troponin-I results for a one patient. (Reference range is 0-0.026 ng/ml) initial result = 1.7 ng/ml, patient¿s past result = 0.5 ng/ml troponin t result at another hospital with roche platform = negative (no specific data provided) no impact to patient management was reported.